Event description:
It was reported that a balloon rupture occurred. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use in the lower extremity popliteal artery. During the procedure, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient was fine. It was further reported that the balloon ruptured at first inflation.

Event description:
It was reported that a balloon rupture occurred. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use in the lower extremity popliteal artery. During the procedure, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient was fine.